Manufacturer narrative:
Pr has been corrected since the device has been evaluated by the third-party service center; appropriate coding has been added to reflect the issue.

Event description:
The everflo device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the device had melted covers, and it was found that the foam above the exhaust port came unglued and blocked the exhaust which caused overheating, melting the covers. Additionally, unrelated to the reportable malfunction, the device was alarming and exhibited blown sieves and low purity of 49%. The technician was able to duplicate problem due to case full of sieve dust; faulty compressor specs of 17 lpm@20 psi, causing low purity and alarming. A final report will be sent once the investigation is concluded.